Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-year-old female child patient faced a bent cannula which caused leakage and she experienced high blood glucose levels, which they tried to treat with the pump. The infusion set had been used for 12 hours. Consequently, on (B)(6) 2022, he went to the emergency room, as her highest blood glucose level was reported as 603 mg/dl. Moreover, she had high ketones which her health care professional assessed as dangerous/ life threatening. Subsequently, she was admitted in the intensive care unit. During hospitalization, she was administered fluids of saline, insulin, and some unspecified drug intravenously as corrective treatment which resolved the issue. At the time of the report, she was still in the hospital and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.